Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2013. According to the complainant, on (B)(6), 2014, the patient experienced pain at the abdominal area next to the peg tube. The patient was given painkillers and pantoprazole for the pain. No noticeable damage to the peg tube was reported and the peg tube is still in place. There were no patient complications reported as a result of this event, however, it was reported that the patient still experiences occasional pain especially after walking.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.